Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, when they were about to release the clip, it would not close. They pulled it back into the sheath and put it out again; they tried to close it again without success. Finally, the clip detached by itself. The procedure was able to be completed with another device of the same type. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and returned with the device. A kink was in the control wire near the handle. The control wire was separated per design. The tabs on the clip assembly were partially open, and the prongs had an overbite. It was also noted that there was a clear, sticky substance on the clip assembly. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, when they were about to release the clip, it would not close. They pulled it back into the sheath and put it out again; they tried to close it again without success. Finally, the clip detached by itself. The procedure was able to be completed with another device of the same type. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).